Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately nine years post initial tka, this 70 y/o male patient had a revision of a cr tibial poly insert. Knee was opened and debrided and washed out, cr tibial poly 13mm ++ was explanted and new poly 15mm neutral insert was impacted into tibial tray. Knee was closed. There was no breakage to device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
After further review of additional information received. (H3) the revision reported was likely the result of implanting a slope ++ insert with a posteriorly inclined tibial tray, which may have led to excessive posterior slope and subsequent femoral articulation on the posterior edge of the insert and tibial tray. However, this cannot be confirmed because the component was not available for evaluation and no x-rays were provided. The reported ¿metal-on-metal sound¿ was likely the result of contact between the femoral component and the tibial tray, which generated metal debris and caused the dark discoloration of the insert observed in the provided images. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6, h2 and h6 have been updated accordingly. Section b5: additional information received indicates that patient was having pain and could hear metal on metal sound during gait. There was evidence of poly wear. Additional information, including the product investigation, will be submitted within 30 days of receipt.